Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of an embolization coil, the coil unexpectedly detached in the microcatheter. An attempt was made to remove the detached coil together as a system with the guiding catheter; however, the coil was entangled with a previously placed coil and was left behind in the artery. Femoral access was gained on the ipsilateral side, the artery was recanalized, and the detached coil was removed with a snare device. The procedure was completed successfully with additional coils. The patient was reported to have no health damage.